Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for investigation in used condition. The event history log could not be downloaded. The reported error was reproduced when the pump was powered on. The error was produced because of an inoperable latch lock sensor. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The latch lock sensor was replaced on the pump.

Event description:
It was reported that the cadd solis vip pump produced error code 41541. This problem was observed during testing. There was no patient involvement.